Event description:
It was reported that the patient was implanted with a hip stem generic in 2007 (exact name of the device and the date of the implantation were not given). Sometime in 2014 an x-ray was taken and it showed "femoral osteolysis and loosening" of the implant. Due to loosening and osteolysis, the patient underwent revision surgery in (B)(6) 2014 and mueller stem and the trilogy liner were explanted with impaction grafting, although the trilogy cup was not revised.

Manufacturer narrative:
The manufacturer did not receive device but 2 x-ray images were provided for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number (B)(4).